Manufacturer narrative:
The lot number of the device was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device: 30 days in use as reported by the hospital. The left ventricle return cannula was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with biventricular extracorporeal circulatory support pumps on (B)(6) 2015, two days post emergent coronary artery bypass graft surgery. The right ventricle support was weaned off on (B)(6) 2015 due to improved cardiac function. The left ventricle support remained ongoing until (B)(6) 2015 when the left ventricular pump return cannula reportedly became disconnected from the pump circuit while the patient was in the intensive care unit. The patient was not ambulatory while on support or during the return cannula separation. A plastic tie band had been in place at the connection point. It was reported that at the time of the event, a nurse quickly clamped the drainage and the return cannulas. The patient was described as "fine", and no adverse effects were reported. Left ventricular support was not resumed. The cannulae were surgically explanted on (B)(6) 2015 for cardiac recovery. At the time of this report the patient was doing well without device support, and per the medical team, there were no untoward effects from the return cannula separation.

Manufacturer narrative:
A root cause for the reported event could not be determined through the evaluation. The centrimag 24f return cannula was returned cut approximately 7 inches from the distal end and approximately 14 inches proximal section of the cannula was returned as well. The cannula connector was also returned separated from the remainder of the device. The barbed connector was observed under a scanning electron microscope and energy dispersive x-ray spectrometer analysis was performed. Evaluation of the connector confirmed the presence of solvent bonding during manufacturing. No extraneous contamination was noted. The 14 inch proximal section of the cannula revealed evidence of significant kinking. This observation is consistent with the report that the nurse clamped the cannula following the event. No further information was provided. The manufacturer is closing the file on this event.